Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 478 and 570 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer reported that the infusion set was not delivered enough insulin and they found out that infusion set was kinked. Customer reported that the product not adhering. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.